Manufacturer narrative:
A product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during phacoemulsification surgery after lens implantation, a detached anterior hapten was observed. The lens was in the patient's eye but must be removed immediately because it was unstable, which will affect refractive error. Explantation of the lens was planned. Additional information has been requested.